Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the complete system was explanted as planned. No boston scientific representatives were present for the case; therefore, no products were expected to be returned and the patient outcome was not reported. However, it was noted that the patient was scheduled to receive a new cardiac resynchronization therapy defibrillator (crt-d) system approximately one month after the explant procedure was performed.

Event description:
Boston scientific received information that at a device follow-up approximately two weeks post-implant, the wound for the device pocket was not fully healed and the device was exposed. It was also noted that a pneumothorax had occurred, possibly related to the implant procedure. Medical intervention was performed to resolve the pneumothorax. Blood cultures were taken and no infection was confirmed, but the patient was treated with antibiotics. Additionally, the physician planned to explant the device due to the erosion. As of today, the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be explanted. This report will be updated when additional information is received.